Event description:
The customer reported that the device hangs at the start-up screen and does not power on as expected. The device displays a red x. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.